Event description:
It was reported by a customer on (B)(6) 2011 during the middle of the procedure error message (B)(6) was received from the laser system. Per the customer, the laser system was shut down during the middle of the procedure and re-booted. The customer reported the procedure was completed. No patient injury was reported.